Manufacturer narrative:
Vyaire complaint number (B)(4). Results of investigation: a vyaire service technician was able to confirm the reported complaint through the events log and duplicated during functional check. The root cause was determined to be a solenoid failure. Corrective or preventative actions were addressed through co# (B)(4).

Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that when the vela ventilator was powered on "vent inop" and "motor fault" occurred while in use on a patient. The patient was moved to a different ventilator. The customer advised there was no patient harm associated with this event.